Manufacturer narrative:
The physician determined that this sae is not considered an sade (device related) since the sepsis was related to the subject's central line not the device. The subject did not develop sepsis until almost 2 weeks after the last liposorber treatment. This reporting determination is not an admission of cause or contribution, but out an abundance of caution.

Event description:
The report concerns a pediatric patient (male, 3.7 years old) with focal segmental glomerulosclerosis (fsgs) receiving ldl adsorption therapy using liposorber la-15-au. The patient underwent the 9th ldl apheresis on (B)(6) 2025. Sepsis occurred on (B)(6) 2025 due to mrsa bacteremia while hospitalized for another adverse event reported on 2435151-2026-00002. Patient was admitted to hospital on (B)(6) 2025, due to acute kidney injury (aki) with an elevated serum creatinine level of 1.38 mg/dl. Lasix started during admission. The patient received two rounds of hemodialysis, last being on (B)(6) 2025. The aki improved as mrsa bacteremia was treated with vancomycin, and the patient discharged on (B)(6) 2025. The physician determined the relation to treatment of the aki was no, because it is related to the mrsa bacteremia and the patients preexisting disease processes.